Event description:
Leaking baxter tubing x2. Patient with PICC line infusing tpn/il both baxter tubing leaking at y-port. Tpn: y port closest to patient. Lipids: y port 2nd closest to patient. Provider notified. Fluids changed as ordered. Manufacturer response for IV tubing, (brand not provided) (per site reporter). Meeting weekly to review new events.